Event description:
It was reported that the patient was taken in for an implant procedure. During patient preparation at the table, initial interrogation of the implantable cardioverter defibrillator (ICD) in box revealed backup vvi. The ICD was not used. There were no reported patient consequences.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to an anomaly within an integrated circuit (ic). After the device was restored, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. Correction: *note: the patient's physician was listed as dr.(B)(6) , but the issue was observed and reported by the abbott representative at the facility.